Event description:
It was reported that there were white particles inside a small volume intermate. This was noted before use. The device was filled with ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot was manufactured from november 11, 2014 to november 13, 2014. The device was evaluated at the compounding center. A visual inspection was performed and revealed a white particulate matter floating inside. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.